Manufacturer narrative:
The returned ipg sc-1110-02 serial number (B)(4) was analyzed and the event of the patient experiencing ipg resetting issues was confirmed. The device did not reveal the symptom until it was cut open. The internal inspection found that the positive battery terminal nickel strip is detached from the kovar tab on the printed circuit board (pcb). The open connection to the battery was the cause of the reported ipg issues and the probable cause was determined to be manufacturing deficiency.

Event description:
It was reported that the patient was experiencing issues with the ipg resetting for over a year and the problem was not resolved. The patient underwent a revision procedure to replace the ipg and is doing well postoperatively.